Event description:
The patient stubbed her toe and fell forward which caused her to grab the door, "stretching" her. She subsequently experienced a loss of therapeutic effect. Further information is being requested from the hcp.